Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old black or african american female patient underwent primary breast reconstruction surgery with a 800cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed after physical. As a result, the device will be explanted on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient experienced bilateral breast implant ruptures, right side capsular contracture; baker grade unknown, and underwent bilateral implant exchange surgery on (B)(6) 2022. Mentor was also informed that the devices are no longer available for return. Device photos were provided. When photo analysis is completed, supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the right side baker grade was iii. On (B)(6) 2022, photo evaluation was completed. Photo evaluation summary: rupture was confirmed via MRI. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).